Event description:
Corrosion noticed after sterilization process. This is 3 of 3 reports for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. Our investigations have shown that the present instruments conform to specifications. Concerning the visible signs of corrosion it has to be pointed out that stainless steel is only rust resistant. The corrosion resistance is only ensured, when the products are stored at dry conditions. In addition all metallic contacts at humid or wet conditions may create electrolytic reactions resulting in contact corrosion. The instruments were manufactured according to specifications.